Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.

Event description:
On 06/22/2022, it was reported by a sales representative via sems that an ar-300b-2 drill attachment and an ar-200m motor with cable were not working properly, not cutting the bone. Noticed during a case, patient not affected. This was discovered during use with no impact to the patient.